Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell three of four of peritoneal dialysis therapy. The patient disconnected and went to sleep. There was nothing found during troubleshooting that could have caused the reported alarm. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.